Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow button was slow to respond and was sticking at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the original complaint could not be duplicated. The keypad was fully intact with no peeling or damage observed. All of the buttons were fully responsive to user input and no contamination was found when the keypad was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.